Manufacturer narrative:
No product samples, videos, or photographs were provided for investigation. No device history review (DHR) lot review was conducted because no lot number(s) was/were identified. A probable cause cannot be identified based on the information that has been provided.

Manufacturer narrative:
The device is available for evaluation, however has not been received.

Event description:
The event involved a unspecified blood transfusion set where it was reported that while administering blood to the patient and using a blood warmer it started leaking blood. There was patient involvement, however no report of patient harm.